Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that sensor electrode broke while inside the body. Customer states that sensor did not send a signal to transmitter. When they took off the sensor, the electrode was still inside the body. They took it out with tweezers. It had occurred with two sensors. Customer¿s blood glucose was unknown at time of incident. The product will not be returned for analysis.